Event description:
As reported by the user facility information by bbm sales organization in united kingdom: "overinfusion" according to the customer: "device is not connecting to hibased and was in the below incident: had first unit of blood without complcation.second unit of blood commencedat 16.05 fo2.5 hours. Machine started alarming around 16.45 to indicate that the transfusion had finished. This means that the transfusion went through in 40 minutes rather than 150 minutes. The machine still stated that 1 hour 52 left of infusion but it had all gone through. Machine serial number (B)(4)."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). Examination carried out by:(B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: 489429. 2.4 software version: m030003. 2.5 hours of operation: 13001 h. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. At the date of incident specified no history files are available. For that reason, the last infusions from 2022-07-11 to 2022-07-19 were investigated. Inside the history files are many "upstream- " and "pressure-" alarms (reason for the alarms could not be clarified) could be detected. Furthermore, there are no anomalies inside the device history files. A connection via hibased was not possible, for that reason the history files were read out via serial-cable. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars at the lower housing were intact and undamaged. No seal was available. The device is in a clean state and no visible damages are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: for checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,55 bar (should be: 0,1-0,7 bar). Pressure stage 9: is: 1,18 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: is: 2,04 bar (should be: 1,8-2,5 bar). Pmin: is: 1,73 bar (should be: >1,5 bar). Safety clamp was checked: pmin: is: 1,89 bar (should be: >1,2 bar). The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,68%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 can-bus inspection: for checking the can-bus system, the resistance of the system was measured. The resistance should be: 40 k ohm - 80 k ohm is: 0,716 k ohm. The measure result detects a damage at the mainboard (can-bus part). 3.6 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No flowrate deviation. The reason for the defective can-bus part could not be detected. Addition information: an exchange of the mainboard is required. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.